Event description:
Customer reported that the patient was found sitting on the floor. Prior to the incident, the patient was in a recliner with a chair alarm on and the chair alarm did not sound. There was no injury noted and the reason for use was confusion.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. Note: this report is based solely on the reported issue from maude report (B)(6). (B)(4).